Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the stent found stent damage. Distal struts were lifted from their crimped position and pulled distally. No other visual damages were encountered upon visual inspection. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 11-nov-2020. It was reported that the stent balloon expandable could not cross the lesion. The severely calcified and tortuous target lesion was located in the middle of the left anterior descending artery. A 2.5 x 32mm promus element plus stent balloon expandable was advanced for dilatation. However, the stent could not cross the lesion due to the severe calcification and tortuosity. There were no patient complications reported. However, device analysis revealed a stent damage.